Event description:
This is a solicited report by a medical doctor from (B)(6) of aseptic peritonitis in a patient coincident with dianeal unknown bag and extraneal viaflex therapies (lot numbers not reported) intraperitoneally (ip) during peritoneal dialysis (pd). In (B)(6) 2010, the patient developed aseptic peritonitis manifested by cloudy effluent. The patient received treatment with unspecified antibiotics. Dianeal unknown bag and extraneal viaflex 2 l bags were withdrawn in (B)(6) 2010 and replaced with 5l bags of each solution. In (B)(6) 2010, the aseptic peritonitis resolved. The reporter believed the aseptic peritonitis was possibly related to dianeal unknown bag and extraneal viaflex therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.